Event description:
The customer reported that the device was being used in a laparoscopic colectomy and the jaws would not open. It is unknown if the device was on tissue. There was no patient injury and no further information is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.